Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This peritoneal dialysis (pd) patient reported being diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the clinic on (B)(6) 2025 due to diarrhea, abdominal pain, and a cloudy pd effluent bag. The symptoms had been occurring for 24 hours. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) cefazolin 1.5g daily until on (B)(6) 2025. The cultures resulted positive for staphylococcus epidermidis. The cause of the peritonitis event is unknown. The patient denies any contamination event. The patient did not require hospitalization. The patient is continuing ccpd therapy during recovery.

Event description:
This peritoneal dialysis (pd) patient reported being diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the clinic on (B)(6) 2025 due to diarrhea, abdominal pain, and a cloudy pd effluent bag. The symptoms had been occurring for 24 hours. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) cefazolin 1.5g daily until (B)(6) 2025. The cultures resulted positive for staphylococcus epidermidis. The cause of the peritonitis event is unknown. The patient denies any contamination event. The patient did not require hospitalization. The patient is continuing ccpd therapy during recovery.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this peritonitis event. Although a cause of the patient¿s peritonitis was not determined, the culture results of staphylococcus epidermidis suggests a breach in aseptic technique. Staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.